Event description:
According to the reporter, during procedure, the patient underwent the right internal jugular vein access with polyester cuff tunnel catheter. The puncture was smooth but the guide wire was not delivered smoothly and could not be advanced or retrieved as it was blocked (there was no occlusion found prior to the catheter implantation process). It could not be taken out even after removing the puncture needle. It was the guide wire tip that was stuck and the guide wire was removed and pulled out together with the puncture needle in one action. When removed, the guide wire was bent and kinked. It was pulled out directly from the patient. X-ray was not done. No tools were used to remove the guide wire. There was no abnormalities found prior to use. Flushing was done and it went well (fine). There were no other products being utilized with the device and no other defects/damages found on the product. Normal saline was the cleaning agent used on the device. The insertion site was treated with iodophor prior to product placement. The guide wire and the puncture needle used were the ones included in the kit. It was mentioned that there was a 30 minute of delay in treatment as the operation could not be continued since the guide wire was stuck. The catheter was replaced with a new one (they disassembled a new catheter) and re-puncture was performed using the new guide wire and needle to resolve the issue which resulted to the increase in the time and pain of the patient. There was an unspecified (unknown) amount of blood loss, blood transfusion was not required and no medical intervention required as the result of the event. The procedure was completed despite the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient underwent the right internal jugular vein access with polyester cuff tunnel catheter. The puncture was smooth but the guide wire was not delivered smoothly and could not be advanced or retrieved as it was blocked (occlusion was not found before catheter implantation). It could not be taken out even after removing the puncture needle. It was the guide wire tip that was stuck and the guide wire was removed and pulled out together with the puncture needle in one action. When removed, the guide wire was bent and kinked and there were no pieces. It was pulled out directly from the patient. X-ray was not done to check for retained pieces. No tools were used to remove the guide wire. There was no abnormalities found prior to use. Flushing was done and it went well (fine). There were no other products being utilized with the device and no other defects/damages found on the product. Normal saline was the cleaning agent used on the device. The insertion site was treated with iodophor prior to product placement. The guide wire and the puncture needle used were the ones included in the kit. It was mentioned that there was a30 minute of delay in treatment as the operation could not be continued since the guide wire was stuck. The catheter was replaced with a new one (they disassembled a new catheter) and re-puncture was performed using the new guide wire and needle to resolve the issue which resulted to the increase in the time and pain of the patient. There was an unspecified (unknown) amount of blood loss, blood transfusion was not required and no medical intervention required as the result of the event. The procedure was completed despite the issue. There was no reported patient injury.